Manufacturer narrative:
Failure mode being evaluated for root cause. Device not returned by customer for evaluation. Device not returned by customer.

Event description:
A short time after intubation on 2 different patients, as the tube warmed up, the et tubes kinked. The first patient tube kinked just outside the patient's mouth, the second tube was reported as kinked in a twisting fashion. The kinking in the second tube occurred just inside the oral cavity. The kink's caused pressures to increase which indicated improper flow. There was no patient injury.